Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of unspecified vessel after an interventional procedure. Reportedly, when the needle plunger was retracted, a needle tip did not capture a cuff. A second proglide was used to achieve hemostasis. There were no reported adverse pt effect. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.